Manufacturer narrative:
The investigation into the pump stop and the access site bleeding - minor issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. Data logs were returned, and a motor current spike was recorded leading to pump stop. The catheter was kinked as well. Per the investigation, the root cause of the pump stop issue was most likely due to open electrical lines from excessive force due to evidence of the catheter kink. The root cause of the access site bleeding ¿ minor was not determined.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported the impella 5.5 had two aics swapped out due to controller alarms. The team was concerned about the pump itself and planned to swap 5.5 out in or. While in or, a "motor stopped" alarm occurred and the pump stopped. Patient was emergently placed on va ECMO. Both consoles (ic10546 and ic2927) with controller failure alarms sent in to in for investigation along with impella 5.5 that stopped.